Manufacturer narrative:
D4: the hospital has not specified which unit had the issue but they mentioned that they currently have 3 units with serial number: (B)(6). B3: the hospital has not specified the event date but provided two dates mentioning (B)(6) 2023 or (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure for a 4 channel parotid case, the nim vital was making excessive noises and also not stimulating on nerve but will stim when probe touches an instrument that is on a nerve. Electrode check was done and all 4 channels were green, indicating that the electrode check passed. When the surgeon would take an instrument and have the nerve between the instrument and tried to stimulate, nothing would happen, but if they should press the stim to the instrument the nerve monitor would get a response and the patient's face would twitch. This happened many times throughout the case, and the patient received facial nerve paralysis as a result.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the physician was using a forcep which was referred to as instrument. User mentioned that when stimulating the ¿instrument¿ and getting a response, it was just indicating a stimulus with not measurement. Stim return and ground electrodes placed on the patients chest. None of the wires were crossing/touching. User was not touching the instrument with stimulous probe. The surgical surface was not wet.